Manufacturer narrative:
The device involved in the reported event has not been returned for evaluation as the coil was implanted but we requested for the pushwire; therefore, the event cause could not be determined. Correspondence has been sent out to the customer. Once the device has been received and the investigation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medrtronic framing coil could not be detached with the instant detacher despite 3-4 attempts. The physician did not attempt with a new detacher, but attempted to detach the coil with the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use) two times but without success. Then the implant coil suddenly detached after all after the attempts. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of a carotid cavernous fistula (ccf). The patient¿s blood flow was normal and the vasculature was severe in tortuosity. Ancillary devices: synchro guidewire, excelsior 1018 microcatheter, angiocath (direct puncture with open surgery) sheath.